Manufacturer narrative:
Pump received with intermittent button response due to moisture keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor and vibrator assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, corroded battery tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced moisture damage. Customer's blood glucose was 120 mg/dl. Insulin pump would be replaced.